Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an cardiac ablation with a carto 3 system and the patient experienced case cancellation that required prolonged hospitalization. It was reported that after advancing the thermocool smarttouch® sf catheter into the heart, it was noticed that there were no signals displayed on any of the ablation channels, on the carto¿ 3 and recording system. There were no errors displayed on the carto¿ 3 system. The cable was replaced, and then the carto¿ 3 system displayed a current leakage alert, and there was noise displayed across all of the ablation and body surface ECG (electrocardiogram) signals, on the carto¿ 3 and recording system. The patient's heart rhythm was being monitored via the anesthesia monitor at the time. The cable was re-seated connection into the piu (patient interface unit), and the current leakage error message had cleared, but the noise issue had persisted. Then it was reported that the physician had noticed that both the thermocool smarttouch® sf catheter and the interface cable were "soaking wet." It was confirmed there was no moisture or water found on any carto¿ 3 system components or any smartablate® generator components, just the thermocool smarttouch® sf catheter and cable were affected. The thermocool smarttouch® sf catheter and the interface cable were both then replaced. Both the new thermocool smarttouch® sf catheter and the cable were dry, before connecting, and the smartablate® generator was also rebooted. It was reported that the same noise returned on all ablation and body surface ECG signals, on both carto¿ 3 and recording system, after the thermocool smarttouch® sf catheter was advanced into the heart once again. There were still no errors displayed on the carto¿ 3 system. They had the ECG signals routed through the boston scientific "converter box" at the time, but it was a brand new converter box, that functioned normally for their first procedure. The physician decided to abort the procedure. Patient was in the room (on the table) at the time of cancellation. Patient was under general anesthesia for 1-2 hours. Transseptal puncture was performed as they started with a boston pfa (pulse field ablation) afib before the patient went into avnrt (atrioventricular nodal reentrant tachycardia). There was no death or serious injury to the patient caused by the cancellation. However, because of the cancellation, patient had to stay overnight to be observed with rapid svt (supraventricular tachycardia).

Manufacturer narrative:
On 12-apr-2025, the product investigation was completed. It was reported that a patient underwent an cardiac ablation with a carto 3 system and the patient experienced case cancellation that required prolonged hospitalization. It was reported that after advancing the thermocool smarttouch® sf catheter into the heart, it was noticed that there were no signals displayed on any of the ablation channels, on the carto¿ 3 and recording system. There were no errors displayed on the carto¿ 3 system. The cable was replaced, and then the carto¿ 3 system displayed a current leakage alert, and there was noise displayed across all of the ablation and body surface ECG (electrocardiogram) signals, on the carto¿ 3 and recording system. The patient's heart rhythm was being monitored via the anesthesia monitor at the time. The cable was re-seated connection into the piu (patient interface unit), and the current leakage error message had cleared, but the noise issue had persisted. Then it was reported that the physician had noticed that both the thermocool smarttouch® sf catheter and the interface cable were "soaking wet." It was confirmed there was no moisture or water found on any carto¿ 3 system components or any smartablate® generator components, just the thermocool smarttouch® sf catheter and cable were affected. The thermocool smarttouch® sf catheter and the interface cable were both then replaced. Both the new thermocool smarttouch® sf catheter and the cable were dry, before connecting, and the smartablate® generator was also rebooted. It was reported that the same noise returned on all ablation and body surface ECG signals, on both carto¿ 3 and recording system, after the thermocool smarttouch® sf catheter was advanced into the heart once again. There were still no errors displayed on the carto¿ 3 system. They had the ECG signals routed through the boston scientific "converter box" at the time, but it was a brand new converter box, that functioned normally for their first procedure. The physician decided to abort the procedure. Device evaluation details: field service engineer (fse) arrived to the customer for troubleshooting and repair. Fse confirmed that the issue was resolved by replacing the faulty backplane card with another one that was provided at the account. Carto system was rested and no issue was found. The system is ready for use. The faulty backplane was requested by the manufacture for investigation but it was scrapped. Therefore, no further investigation could be performed. A manufacturing record evaluation was performed for the carto3 system s/n: (B)(6) , and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-mar-2025, bwi received additional information clarifying how the catheter/cable became "soaking wet". The hospital concluded that the scrub tech unintentionally flooded the table while the cable was sitting there. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).